Manufacturer narrative:
Additional detail was sought but was unable to be obtained prior to the date of this report. Should additional information be received, a follow-up report will be submitted.

Event description:
It was reported that a patient underwent bilateral two stage breast reconstruction with ovitex prs permanent and a tissue expander implanted on one side. About two months after the original surgery and fat grafting, the patient experienced redness and wound drainage at the surgical site. The surgeon reported that the fluid collection was sterile.